Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: you stated that three devices will be returning. Did all three of the devices being returned have an issue? All had the same issue if not, how many devices had an issue? Did all devices being returned have same issue (clips fell in the abdomen, if they were applied on the vessel, the clips resulted crossed). If appliers had different issues, please describe issue for each device being returned? They had the same issue. When you describe that clips fell into abdomen, did clips drop/eject from device into abdomen or did clips not hold on tissue after having been applied? Clips drop/eject from device into abdomen. If clips did not hold on tissue and fell off, was there any bleeding or leak that resulted? Was there any change to procedure or post-op patient care? No.

Event description:
It was reported that during a cholecystectomy procedure the clips fell in the abdomen. If they were applied on the vessel, the clips resulted crossed. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.